Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet® ultra system console was selected for use. It was noted that the foot switch was sticking. Cleaning was verified; however the foot switch was still sticking. There was no patient involved.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated device evaluated by MFR: the product was returned for evaluation. Assembly foot switch cable was received in good condition with no physical damages observed. Angiojet ultra system console and catheter were not returned for evaluation. The foot switch was installed into pm angiojet, tested and passed. The foot switch was engaged on stroke positions 12,3,6,9 o'clock and the center to verify the switch activation. The unit strokes smoothly and it doesn¿t sticks in motion during priming. The catheter completed the prime cycle with no malfunction found. The foot switch did not confirm the problem and was not able to duplicate complaint. The serial number of the foot switch is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause of the reported difficulty is a supplier design constraint of the product. Bsc ID # (B)(4).

Event description:
It was reported that the foot switch was sticking. An angiojet® ultra system console was selected for use. It was noted that the foot switch was sticking. Cleaning was verified; however the foot switch was still sticking. There was no patient involved.